Event description:
Patient with history of breast cancer and prior bilateral breast reconstruction with another physician presents last month for bilateral removal of breast implants with diep (deep inferior epigastric perforators) reconstruction. Per pathology report: right breast implant 15.3 cm in diameter and 4.5cm in width disrupted, 700cc breast implant with clear gel with inscription. Mentor 6763412 hp not sure when implants were initially placed as this procedure was done at another facility.